Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. We have been informed of the revision of an lcs insert stating: "the primary surgery was performed via tka by using lcs universal rp (date of primary surgery was unknown). It was reported that the revision surgery was scheduled to be performed by replacing the tibial insert std (p/n: unknown) due to wear of the tibial insert caused by deterioration over time. (Date of revision surgery was not fixed yet). Thus, tibial insert was ordered. No further information is available. Product information was not available. No aes were reported. The part was not returned to the company for investigation. None of the information provided can confirm the complaint. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per the initial reporting; no additional investigative information will be provided. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. - without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. - the device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka by using lcs universal rp (date of primary surgery was unknown). It was reported that the revision surgery was scheduled to be performed by replacing the tibial insert std (p/n: unknown) due to wear of the tibial insert caused by deterioration over time. (Date of revision surgery was not fixed yet). Thus, tibial insert was ordered. No further information is available.